Event description:
A customer reported that their insulin pump issued an alarm while in use. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in attempting to load a new cartridge, but the issue persisted. As a result, the customer's pump will be replaced, and the customer will temporarily use multiple daily injections (mdi) as a backup therapy. Instructions were provided to the customer for returning the defective pump.